Event description:
It was reported that during percutaneous transluminal coronary angioplasty procedure the physician was not able to deflate the balloon by pulling negative on the inflation device. The physician withdrew the inflated balloon and concomitant equipment as a unit. Upon removal, it was discovered that the balloon had separated from the shaft. Under fluoroscopy, the balloon was located in the femoral artery. The following day, an unsuccessful attempt was made to retrieve the balloon segment via a contralateral access site. The balloon segment remained in the pt. Reportedly, the pt's well being was not affected.